Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer, who reported the issue was with their phaco handpiece. The handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The handpiece itself and the handpiece information, was not made available for review by the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 27, 2009. Based on qa assessment, the product met specifications at the time of release. Based on the fact that no handpiece was provided for evaluation, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification. Additional information has been requested.